Manufacturer narrative:
It was initially reported the sentry 1200 mattress was bottoming out in the center and the patient has a pressure wound. Patient injury was reported at the time of the initial event. The sentry 1200la pressure-relief mattress system is a microprocessor-controlled therapeutic pressure-relief mattress system for use in a controlled environment, free from extreme temperatures, high humidity, or excessive amounts of airborne dust or smoke. The patient¿s caregiver was contacted for additional information and reported that the patient has been using the sentry 1200 mattress for the past four years. The mattress inflates when the patient is not in the bed, but it will not stay inflated when the patient is in the bed. The bed reportedly alarms and displays ¿alternating pressure/weight¿ and the rest of the screen is black. The patient is an (B)(6) year-old female weighing (B)(6) with a past medical history of stroke that can only move her right hand. The patient was previously in a nursing home and now resides in her home. The patient had two pre-existing pressure injuries (staging unknown) near the tail bone and between her thighs that had healed with scarring present. The caregiver alleged that the pressure injuries reopened and progressed to stage iii due to the mattress not inflating properly. The caregiver is cleaning and covering both pressure ulcers with a duoderm dressing and using wedges to reposition the patient. Additionally, the caregiver reported that due to increased difficulty repositioning the patient due to the patient sinking in the middle of the mattress, the caregiver injured her arm. The caregiver reported she has seen a physician and was told she would need an MRI to determine if she tore a muscle. No further information provided. This report will be addressed in a separate complaint. A stage iii pressure injury involves full thickness skin loss that often requires medical intervention to preclude permanent impairment and therefore meets the definition of a serious injury. However, the bed operated as intended and provided appropriate notification to the user. The reported injury can be attributed to the failure of the user to respond to the notification and resolve the issue. Therefore, this is considered a reportable serious injury. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician informed that the unit is no longer produced or used. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the sentry 1200 mattress was bottoming out in the center and the patient has a pressure wound. Patient injury was reported at the time of the initial event. The bed was located at the patient's home. This report was filed in our complaint handling system as complaint # (B)(4).